Event description:
It was reported that the device failed to power on during testing on (B)(6). The device again failed to power on while trying to obtain a non-invasive blood pressure (nibp) for a non-critical patient on (B)(6). Care of the patient was transferred to a rescue unit approximately 1 to 2 minutes later. There was no compromise to patient care or an adverse event associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.